Event description:
The patient stated that he had blood glucose levels of 583 mg/dl at around 10 pm the night before calling animas and 548 mg/dl at 11:15 pm after a bolus dose was delivered. Then at 12 am his blood glucose level registered 564 mg/dl. He said his advanced features on the pump are programmed correctly but did not know how to use the insulin on board feature. He said he did not want to troubleshoot the infusion set and confirmed that he changed his infusion site the day before at 3 pm. The patient reportedly has not changed the infusion site since that time. This complaint is being reported because the patient did not understand the insulin on board feature, and experienced elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2013 with the following findings:the pump information for the complaint date has been written over, unable to duplicate the complaint. The black box shows dates from (B)(6) 2013 to (B)(6) 2013. The pump was used after the original complaint date (B)(6) 2011 and all histories and black box data for event have been overwritten. The current pump history shows no activity related to the complaint. The tdd¿s were found to correctly reflect the user's programmed basal rates. Pump successfully passed a 29hr flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.